Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced blood glucose (bg) level 47 mg/dl. The customer drank juice and ate snacks to stabilize bg level. The customer stated low bg's were due to basal settings needing adjustment. Reportedly, the clinical diabetes specialist adjusted basal settings and the issue was resolved. The customer was in contact with the health care provider on factors that may affect bg level.